Event description:
It was reported that during an ankle arthroscopy, the physician was using an ambient super multivac 50 with finger switches. Intra-operative the insulation located at the distal end of the wand began flaking off. Another arthrowand was retrieved in order to complete the procedure. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available.